Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using humalin insulin with the pump. Tandem customer technical support informed customer that humalin insulin is off-label per the user guide. The issue was resolved by changing the infusion set and cartridge, after which insulin therapy was resumed.